Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. The IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. The service representative was able to duplicate the reported condition and noted the IV pole was not fully seated into the anti rotational bar and the bottom screw attaching the pole to the machine was missing. The service representative replaced the IV pole bearing sleeve as per manufacture's specifications and fully reseated the pole into the anti rotational block. Then verified the IV pole did not spin 360 degrees. Then performed and passed a full system auto test. Lastly, also conducted a visual inspection finding no other issues. Correction: a field service engineer adjusted the IV pole release button. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. The IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. The IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. The service representative was able to duplicate the reported condition and noted the IV pole was not fully seated into the anti rotational bar and the bottom screw attaching the pole to the machine was missing. The service representative replaced the IV pole bearing sleeve as per manufacture's specifications and fully reseated the pole into the anti rotational block. Then verified the IV pole did not spin 360 degrees. Then performed and passed a full system auto test. Lastly, also conducted a visual inspection finding no other issues. Correction: a field service engineer adjusted the IV pole release button. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that there was no injury or allegation of the IV pole falling. No further reporting will be provided as this does not represent a reportable event.